Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in france: "overinfusion" according to the customer: "for 270 ml, almost all of the product (antibiotic, cefazolin) flow in 16 hours instead of 24 hours for a filling at 240 ml. 3 successive units with a too fast diffusion for the same patient."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. A review of the batch and manufacturing records could not be performed as no batch number has been provided. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.